Event description:
The caller reported that the 6dfen tracheostomy tube was placed in her husband and the cuff would not inflate. It was removed and exchanged for another unspecified tracheostomy tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.